Manufacturer narrative:
There was no device malfunction observed during the evaluation of the autopulse platform (sn (B)(4) by zoll distributor and the platform worked as intended. Based on the archive data review, the autopulse li-ion batteries (sn (B)(4) used during the event date were not fully charged. User training was provided to the customer on how to handle the batteries on customer site. Therefore, no further investigation was required and the autopulse platform will not be returned to zoll for evaluation. Per autopulse power system user guide: always charge a stored battery before placing the battery in active operation. Battery may self-discharge when not in use. Failure to charge a battery before use may cause device power failure. In no case should any battery be used if it has not been charged within 2 days.

Manufacturer narrative:
It was initially reported that during patient use of the autopulse platform system, the lcd monitor displayed battery replacement required.three li-ion batteries were used, but the issue persisted. On (B)(6) 2019 zoll received additional information from the customer indicating that there were no compressions performed with the autopulse platform system. The patient did not establish rosc and expired on (B)(6) 2019 approximately at 13 hrs. It is unknown what caused the patient's death, but the customer does not believe that it was related to the autopulse platform system.

Manufacturer narrative:
Zoll has not received the autopulse platform system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use of the autopulse platform system (sn (B)(4)) displayed required battery replacement, three li-ion batteries were used, but the issue persisted. No consequences or impact to patient were reported. No additional information is available.